Event description:
Medtronic received information regarding a navigation system outside of procedure. It was reported during the procedure, a white haze appeared on the monitor. When asked about the inspection, a haze occurred in the camera cart as well. Occurred in less than 2 hours after power activation. There was no delay in surgery. There was no impact on patient outcome.

Manufacturer narrative:
No products were received by the manufacturer for analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3/h6 - a manufacturer representative went to the site to service the system. Testing found the event was reproducible. The cause of the issue was unknown. Codes b01, c02, d15 apply. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated that it could be used without any problems afterwards.